Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tmt4b11, (imp tm 4.1mm mtx full, 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 61978064. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61978064, for similar events and one other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician places implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products tmt4b11, imp tm 4.1mm mtx full, 11.5mm lot 61978064 e1: reporter zip code (B)(6) g4: premarket identification k113753/k112160 h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implants at tooth site 36 fractured and were removed. One implant fractured at the body of the implant ans the other fractured at the collar of the implant. Discomfort was reported as a result of the event. Procedure was not completed.